Manufacturer narrative:
Additional information received confirmed that the device did not enter the patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a euphora rx balloon. There was no damage reported to the device packaging. No issue reported when removing the device from the hoop. The balloon was inspected prior to use with no issues noted. Wire movement issues were reported. The balloon was inflated to 8 atms with a serum and contrast mixture. The device had been inflated in the patient, issues were reported when attempting to deflate the balloon. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device was returned partially inflated with residue throughout device. Numerous kinks were evident along the hypotube. Necking and stretching was evident to the proximal balloon bond. Negative prep was performed and device passed. However the device was unable to inflate or deflate due to the extreme stretching of the balloon bond. Deformation was evident to the distal tip, with tip being bunched. The inner lumen patency was verified with a 0.015 inch mandrel, though resistance was felt when passing through distal tip. Image review: information received from the account confirmed the euphoria device was not inserted into the patient vasculature. Therefore, the treatment of the target lesion did not contribute to the deflation difficulties. The images capture the ballooning and subsequent deployment of a stent at the lesion site. If information is provided in the future, a supplemental report will be issued.